Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 398 mg/dl. The infusion set cannula was reportedly bent and insulin was not being delivered from the insulin pump for three days. Troubleshooting was declined. Nothing further reported.